Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Concomitant medical products: biomet m2a magnum cup, catalog#: us157848, lot#: 092790, biomet taperloc stem, catalog#: 103201, lot#: 340660. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-02138 and 04717).

Event description:
It was reported that during a hip procedure the femoral head was found cold welded to the stem. A burr was used to remove the head.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.